Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during priming, the perfusionist noticed a slight burning smell and an error code coming from the s3 roller pump. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate the issue. The service representative was able to reproduce the described issue and further troubleshooting was able to trace the issue to a faulty motor control board. The motor control board was replaced and the pump was tested. No further issues were noted and the pump was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that, during priming, the perfusionist noticed a slight burning smell and an error code coming from the s3 roller pump. There was no patient involvement.